Event description:
Our MDR - boston scientific received info that the pt with this pacing system experienced pain and redness at the pocket site. The pt was hospitalized and evidence of infectious material warranted the removal of the device and its electrodes, due to the high risk of endocarditis. In addition, the pt has a history of mitral valve replacement with antibiotic treatment. The pacing system was removed and a new system may be implanted at a later date. No add'l adverse pt effects were reported. The pacing system was not returned to boston scientific. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further info be provided.

Manufacturer narrative:
Our MDR - the device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There are no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.